Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device was not working properly. Provided was provided for evaluation and is pending investigation. A follow up report will be submitted. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed. The reported event of device not working properly is confirmed. The probable cause is a defective transmitter.